Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the left side of the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician noticed that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The catheter was kinked in several locations within the distal end. The distal tip would not articulate properly in all directions. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel until the kinked location where resistance was felt. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the left side of the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician noticed that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.